Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. Two mustang balloon catheters (6.0 x 40,135cm and 6.0 x 60,135cm) were advanced for pre-dilatation. Both balloons ruptured during first inflation at 10 atmospheres nominal pressure for 30 seconds and contrast leakage was noted. The device was removed. Non-bsc devices also ruptured. A drug-eluting stent was deployed and the procedure completed. No patient serious injury or adverse events were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a longitudinal tear on the balloon material beginning approximately 4mm distal of the proximal markerband and extending approximately 20mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. Two mustang balloon catheters (6.0 x 40,135cm and 6.0 x 60,135cm) were advanced for pre-dilatation. Both balloons ruptured during first inflation at 10 atmospheres nominal pressure for 30 seconds and contrast leakage was noted. The device was removed. Non-bsc devices also ruptured. A drug-eluting stent was deployed and the procedure completed. No patient serious injury or adverse events were reported and the patient status was fine.